Event description:
The customer reported fluid leaked from the left side of the unit involving unicel dxi 800 access immunoassay system. The customer stated approximately several liters of fluid leaked. Beckman coulter, inc. Customer technical support (cts) advised the customer to wear appropriate personal protective equipment (ppe) and treat the fluid as a biohazard. Cts informed the customer of potential biohazards and safety hazards associated with troubleshooting. Cts advised the customer to discontinue use of the unit to prevent further fluid leak. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered waste transfer pump tubing cracked. The fse replaced all seven peristaltic pump tubes in the fluidic drawer. The fse reinitialized and primed the system with no errors and completed quality control (qc) for prostate-specific antigen (psa) and beta human chorionic gonadotrophin (bhcg). All results were within the laboratory's ranges, with no errors. The unit conformed to the manufacturer's published performance specifications. The customer has a standard laboratory protocol for cleaning up fluid spill. Beckman coulter, inc. (Bci) internal identifier for this report is (B)(4).